Event description:
The patient stated they had the stimulation at a setting that managed symptoms, "then all of a sudden it started curling the patient's toes. Where the patient had to adjust it down to a lower setting (currently at 0.09) and it seemed like patient was leaking more." The patient stated a setting will be fine and then suddenly their "toes curl and it was really sore around the implantable neurostimulator (ins) site." The patient health care provider was notified. The patient had stimulation up to 1.7 and it worked well. Toes curling was random and "it was a real strong pulse." At 1.70 " the patient did not leak as bad. It was "damp, not really wet, but manageable; patient could live with that," but not getting up in the morning leaking. "That was not acceptable. That was what patient was doing before the implant." The patient reported overstimulation sensation, loss of therapeutic effect and loss of bladder control. There was no known accident or incident related to this complaint. It occurred intermittently, random. The patient mentioned that they will need surgery in 6 years to have the ins replaced. The patient used ins 24/7. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k32w, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).